Event description:
It was reported to boston scientific corporation that during an uphold vaginal support system placement procedure, the sleeve detached. The detached sleeve was immediately clamped under direct visualization and successfully removed from the patient. Reportedly, the tack weld did not break prematurely. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿ all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.